Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device was not able to be used due to blockage. The guidewire could not pass through the dilator. It was blocked from about 15 cm from the end of the device. No other adverse patient effects were reported.

Manufacturer narrative:
According to the available information, the guidewire could not pass through the dilator. After receiving this complaint, we searched for other complaints and found none regarding the lot 8649228. Checking the quality databases revealed one anomaly in relation to the described defect: (B)(4) "(B)(4)" opened on (B)(6) 2022 and closed on (B)(6) 2022. This item was manufactured before the latest changes were made to the manufacturing instructions due to non-conformity. We went to the manufacturing workshop to show the sample to the manufacturing teams. The defect is known to the teams and detected with the new instructions. We consider the root cause is due to a manufacturing defect on (B)(6) 2022.